Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device could not be interrogated upon receipt and attempts to restore the device to nominal settings were not successful. The device was cut open to enable further testing, which revealed the battery voltage was at elective replacement indicator (eri) level. Additional analysis detected unstable high current isolated the hybrid. A longevity calculation was performed and revealed the battery depleted prematurely caused by high current.

Event description:
It was reported that after the implant procedure was completed, the device was unable to be interrogated with bluetooth (ble) telemetry. The device pocket was reopened, and the device was explanted and replaced to resolve the event. The patient was in stable condition.